Event description:
There appears to be a manufacturing defect of the luer lock hub of the (below) described arrow arterial cannula. The providers are not able to engage the luer lock tubing to the arrow product. Line was replaced, no harm to pt.